Event description:
Boston scientific received information that latitude was showing the vp histograms at greater than 220/230 bpm for the majority of paces. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the observation with the caller and stated that this device cannot pace that fast. A data download was requested and was reviewed by a boston scientific engineer who noted a probable single event upset that should not reoccur. The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.